Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had pain from 2 failed back surgeries, and the implantable neurostimulator (ins) had ¿left [the patient] with complications¿ and the site of the implant hurt. There was a loss of therapeutic effect; leakage occurred since (B)(6) 2014, and the patient had to go to the bathroom two to three times a night. As a result, the patient was not getting good rest. Other symptoms since (B)(6) 2014 included ¿retention issue¿ and stimulation of the bowels, which was painful and caused many bowel movements through the day. The healthcare provider (hcp) prescribed ¿tambulas¿ because the patient was ¿retaining too much water.¿ the patient reportedly felt depressed and took lexapro and klonopin for her ¿psychological symptoms.¿ the patient was ¿almost suicidal,¿ so the patient was redirected to suicide prevention.

Event description:
It was reported that the patient felt like there was a tampon sticking in them that was how irritable it was. It was too much stimulation, there was an overstimulation sensation, and stimulation was at 3.80v. The patient was able to decrease stimulation to 3.4v. The patient didn¿t feel the stimulation as much, hardly at all. The patient might have turned it off and did press the off key before calling. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-33, lot# va0gl32, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).